Manufacturer narrative:
Additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant procedure, the second valve had to be recaptured three times as the valve dislodged supra-annular three times. Per the physician, the third valve and nose cone of the third delivery catheter system (dcs) contributed to the aortic dissection along with the patient's tortuous anatomy. Following the open heart surgery, the patient was reported to be recovering.

Manufacturer narrative:
Image review: limited intra procedural fluoroscopic images were provided for review. Fluoroscopy only shows a guidewire in the peripheral anatomy revealing significant tortuosity which could have contributed to the challenges encountered. However, images of the implantation attempt were not provided for review thus it is not possible to validate the presence of aortic dissection reported. Of note, physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the instructions for use, if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 89mm with a perimeter derived diameter of 28.3mm suggesting a 34mm valve. The peripheral anatomy appeared to be tortuous but large caliber. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original packaging jar. The serial number tag (B)(6) was returned detached with the valve. The valve appeared discolored showing evidence of blood contact. As received, leaflet 1 (l1) was slightly open while leaflets 2 (l2) and 3 (l3) were in the closed position. All leaflets were flexible and intact; no damages were noted. Minor creases were observed on the leaflets; condition associated with the crimping and recapturing process. All commissures were intact. There was no evidence of damages or anomalies on the frame. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-34, serial/lot #: (B)(6), ubd: 03-apr-2026, UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during this transcatheter aortic valve implantation (tavi) procedure, the first valve system used had to be withdrawn from the patient's body because the physicians lost guidewire position and the system needed to withdrawn to replace the guidewire in the left ventricle. A second valve system was attempted but also had to be withdrawn from the patient's body because the valve was recaptured three times for an unspecified reason. When the third valve system was used, the valve needed to be recaptured once as there was "difficulty crossing a valve." Then an aortogram confirmed the patient had an aortic dissection. Consequently, the tavi procedure was abandoned, and the patient underwent open heart surgery to repair the aortic dissection. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.